Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer 2 was broken. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2 was broken. A field service engineer (fse) discovered a broken u-link on main matrix drawer 2 and replaced the u-link with a new one. The customer recovered the failed storage space. The system functioned as intended after the field service engineer repaired the device.